Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Around 30 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.